Manufacturer narrative:
No pre-existing anomalies were detected by the check of the manufacturing records of the (B)(4) stems release with lot n. 2400816. This is the first and only complaint recorded on this lot n. A final report will be submitted after the conclusion of the investigation.

Event description:
Intra operative issue occurred on (B)(6) 2026 during hip surgery: the surgeon prepared the femur canal with the reamer revision - reamer dia. 13mm (code 9038.10.515, lot unknown) and implanted the revision mod. Stem ø14mm (code 3810.15.010, lot 2400816, ster. 2400048). The stem did not stay in the medullary canal (it appeared to be smaller than the rasp). A prosthesis from a different manufacturer was then implanted. Due to this issue, there were 40 minutes of delay to complete the surgery. This event occurred in germany.